Manufacturer narrative:
The reported event of x could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 19mm trifecta gt valve was implanted. During the procedure, while testing the valve after implanting, a tear was observed at the bottom of the valve. The valve was explanted intraoperatively and an unknown competitor's valve was successfully implanted. The patient was hemodynamically stable throughout the procedure. The physician alleged a clinically significant prolonged procedure time of 15 minutes.

Manufacturer narrative:
The tear in the sewing cuff was confirmed. A small tear was noted in the sewing cuff near stent post 1. The ends of both stent post 1 and 2 contained indentations consistent with an outside force coming into contact with them, potentially either at the time of implant or explant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.